Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro (ous) vh-3000, they found hair in the sterile box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152296 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed, however a photograph was provided by the account. A photographic inspection was conducted on 01/21/2021. A single brown/black hair was observed on the device. It is unclear if the top portion of the plastic protective shell covering is removed in the photograph. No other visual defects were observed. Based on the photographic inspection, the reported failure " contamination/decontamination problem" was confirmed. According to the manufacturing process instructions for evh packaging, the trays are inspected for any foreign particulates present and are vigorously vacuumed and sterilized using alcohol wipes before assembling devices inside the tray. Each device is inspected for the presence of any foreign particulates and wiped with alcohol wipes before being placed inside the tray. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro (ous) vh-3000, they found hair in the sterile box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.